Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of ¿videoscope jet tube had remains of white foreign material¿ the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the videoscope jet tube had remains of white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, the following corrections were made: e1 (establishment name:) corrected to olympus and e3 (health professional?) Non-healthcare professional selected and this information was inadvertently omitted in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it is unknown if there were any deviations of the cleaning disinfection and sterilization (cds) steps provided in the reprocessing manual. Therefore, the cause of the material remaining in the device could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions: gif/cf-190 series operation manual chapter 3 preparation and inspection. Gif/cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.